Event description:
It was reported that (2) er320 were used during a lap cholecystectomy procedure. It was reported by the rep that the first clip applier would not load clips correctly in the instrument jaws. The second clip applier would not close clips completely. The third clip applier was obtained to complete the procedure. There was no consequence to pt.